Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the device was broken, however it did fail an incoming test (positioning display) and it was determined that its main printed circuit board was out of specification. The device was to be scrapped and sent for failure analysis. (B)(4).

Event description:
It was reported that the radiofrequency (rf) head was broken and did not need returned to the facility. The rf head was returned. No patient complications have been reported as a result of this event. It was further reported that the radiofrequency programmer head subsequently tested out of specification during manufacturer's analysis.